Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high and low blood glucose levels. The customer states their blood glucose level was 373mg/dl. The customer's levels had been as low as 41mg/dl. The customer treated the low with orange juice and glucose tablets. The customer declined to troubleshoot for low and highs. The customer states they would monitor their levels and call back for further assistance.